Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cough and burning in sinus. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box b. The following correction has been updated in this report. In box b: outcomes attributed to ae has been corrected.